Event description:
Legal counsel for the patient reported that the patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, discomfort, soreness, dysfunction, inflammation, loss of range of motion, metal poisoning, and metallosis. No revision is alleged. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, discomfort, soreness, dysfunction, inflammation, loss of range of motion, metal poisoning, and metallosis. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reports patient underwent a revision procedure (B)(6) 2009. Revision operative report notes the presence of inflammed synovial tissue compatible with metal ion reaction and a loose stem; the cup was well fixed. All components were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿, and number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00178 / 00181).